Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-may-2022 to 23- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system application became frozen and has to be restarted daily before starting a case. The customer notified the manufacturer that the complaint file could be closed as the technician dispatched was able to resolve the issue, after which it did not re-occur. The customer did not disclose what work was done to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es system unexpectedly stopped responding before starting a case and required a restart and many updates to be installed. It was also reported that before starting a case, the system auto locked all drawers. So, it restarted again and didn't open app properly. The pharmacy went to turn off the system and then went back out, which allowed the app to open correctly. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system application became froze and have to be restarted daily before starting a case. The customer notified the manufacturer that the complaint file could be close because a technician was dispatched and was able to resolve the issue and it did not reoccur. The customer did not disclose what work was done to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding before starting a case and required a restart and many upgrades to be installed. The customer added that the machine automatically locked all of the drawers, which caused it to restart and prevent the application from opening correctly. The pharmacy went to turn the machine off and then went back out, which allowed the app to open correctly. There were no adverse events or injuries reported based on this event.